Event description:
It was reported that this right ventricular (rv) lead had micro dislodgement, and an x-ray was performed which is unremarkable. Also, this lead exhibited high pacing threshold which has consistent rv capture but not below maximum output. An echocardiogram was performed to rule out pericardial effusion and it showed no need for emergent intervention. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found retracted helix and body fluid in the lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, high capture threshold and effusion. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead had micro dislodgement, and an x-ray was performed which is unremarkable. Also, this lead exhibited high pacing threshold which has consistent rv capture but not below maximum output. An echocardiogram was performed to rule out pericardial effusion and it showed no need for emergent intervention. This rv lead was explanted and replaced. No additional adverse patient effects were reported.